Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb), and the graphic user interface (gui) to breath delivery unit (bdu) cable.

Event description:
It was reported that, during patient use, a ventilator generated an error message and became inoperable. The patient was transferred to another unit without harm.